Manufacturer narrative:
Results: the embolization coil was intact with the pusher assembly, was compressed, and had multiple offset coil winds. The pusher assembly of the smart coil was kinked approximately 4.0 cm and 56.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the embolization coil was compressed at the proximal end and had multiple offset coil winds. This damage and resistance can occur if the introducer sheath is not properly aligned within the microcatheter prior to advancement, causing the embolization coil to take shape inside the hub. If forceful advancement is continued, embolization coil damage near the proximal end can occur. The offset coil winds contributed to the resistance while advancing the smart coil during functional analysis. Further evaluation revealed that the pusher assembly had two kinks. This damage can occur from forceful manipulation of the smart coil when experiencing resistance. The non-penumbra catheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat chronic subdural hematoma (csh) using penumbra smart coils (smart coils). During the procedure, the physician felt a strong resistance and was unable to advance a smart coil out of its introducer and into a non-penumbra microcatheter; therefore the smart coil was removed. The physician was able to advance the smart coil out of the tip of the introducer sheath outside of the patient; however when reattempting to advance the smart coil into the microcatheter the same resistance was felt. The smart coil was therefore removed again, and the procedure was continued using the same microcatheter and a new smart coil. There was no report of an adverse effect to the patient.